Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for the call was the patient's therapy got shut off and they can't turn on their therapy. The patient is stuttering and shaking real bad. The issue started today. Patient said there is a piece missing out off the gray power button in the upper left corner. Patient finally got the stimulation to turn on but still wants a replacement. Sent a request to repair to replace the patient programmer. Historical event: patient said the cord would always break and we would send them another one. Patient called back and said he got the replacement and it was a handset and communicator and he doesn't know how to use them. Walked caller through how to charge both devices. Told him to call back once they are charge and we can review how to connect to stimulator. Patient called in to see if they can get a 37642 or if mdt can repair his. Patient said they don't think they will be able to adapt to the smart programmer. Reviewed option to check w/ hcp.